Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) touch screen was not responding as it should. There was no delay. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the touch screen not responding. The fsr replaced the ccm. Release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the central control monitor (ccm) touchscreen quit responding. There was no delay reported but it was not known if the product was changed out, or blood loss status, or procedure status. The manufacturer's clinical specialist was not able to make contact with the clinician.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Upon power up of the ccm the pst observed that the touchscreen had no response. Multiple ccm components were replaced with luo components but the issue remained. The pst installed a luo touch screen controller board and the issue resolved. It was determined that the ccm touch screen controller board was defective. The service repair technician replaced the ccm touch screen controller board. The unit operated to the manufacturer's specifications.